Manufacturer narrative:
A product investigation is in progress.

Event description:
Remained in my body for a few days- vagina [foreign body in reproductive tract]. One of them came apart- tampon [device breakage]. Something is going on with how they are being manufactured [suspected product quality issue]. Case description: consumer reported via phone that the tampon came apart and remained in her body for several days. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Remained in my body for a few days- vagina [foreign body in reproductive tract]. One of them came apart- tampon [device breakage]. Something is going on with how they are being manufactured [suspected product quality issue]. Case description: consumer reported via phone that the tampon came apart and remained in her body for several days. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Remained in my body for a few days- vagina [foreign body in reproductive tract] one of them came apart- tampon [device breakage] something is going on with how they are being manufactured [suspected product quality issue] case narrative: consumer reported via phone that the tampon came apart and remained in her body for several days. No serious injury was reported.